Manufacturer narrative:
The device will not be returned as it was implanted in the pt. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. Upon withdrawal of the catheter, the coil stretched. As the physician pushed the catheter and coil into another artery, the coil detached with part of the coil inside the aneurysm and the other part in the parent artery. No pt injury reported.